Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that discrepant results were generated and reported on a patient sample. A potassium result of >9.4 mmol/l was generated. The sample was repeated and a result of 3.7 mmol/l was generated (normal range 3.6 - 5.5 mmol/l). There was no report of impact to patient management.

Manufacturer narrative:
Patient magnesium results originally reported under manufacturer report #1628664-2018-00214. Abbott field service (fs) investigated the issue on site by examining the architect c4000 analyzer and performing precision runs on magnesium, and potassium. Precision runs were acceptable and no problems were discovered with the analyzer. Field service discovered the customer was centrifuging bd (becton dickenson) sample tubes for only 5 minutes instead of 10 minutes as required by bd. The customer increased their centrifugation time to 10 minutes. A review of the c401470 service history found no additional possible causes and no additional reports of erratic or inconsistent results have been received since the centrifugation time was increased to 10 minutes. Customer complaint data was reviewed and no adverse trends or issues were identified. The architect system operations manual was reviewed and was found to adequately address the issue. Technical bulletin 1005-2013 preanalytical and system guidance to reduce inaccurate results states customers must follow manufacturer's instructions for both tubes and centrifuges. If proper centrifuge speed and spin times are not followed, sample may generate inaccurate results. Becton dickinson recommends 10 minutes of centrifugation. User error may have contributed to the issue because the centrifugation time was insufficient. Based on the available information no product deficiency of the architect c4000 analyzer was identified.

Event description:
The customer stated that discrepant results were generated and reported on a patient sample. An initial magnesium result of <0.4 mg/dl was generated. The sample was repeated and a result of 1.6 mg/dl was generated (normal range 1.5 -3.0 mg/dl). There was no report of impact to patient management.